Event description:
It was reported that bd hypak¿ for biotech glass prefillable syringe the had foreign matter present. The following was received from the initial reporter: mitigation of cardboard particles. On (B)(6) 2025 impurities/foreign matter foreign matter in the syringe" was reported as a complaint from a customer.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd hypak¿ for biotech glass prefillable syringe the had foreign matter present. The following was recieved from the initial reporter: mitigation of cardboard particles. On (B)(6) 2025, impurities/foreign matter foreign matter in the syringe" was reported as a complaint from a customer.

Manufacturer narrative:
Correction: after further evaluation of the complaint, it has been determined that the previously submitted report 2243072-2025-00807 was sent in error. MFR #: 2243072-2025-00807 is void as a result.